Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose (bg) level was 256 mg/dl with moderate ketones during the reported event. The customer reported that their caretaker assisted with changing out the infusion set because the customer stated that did not feel it could be performed on their own. The customer delivered a bolus to address bg level. During troubleshooting with tandem technical support (cts), cts verified that the incomplete bolus alerts were received in the pump logs, however no incomplete bolus issues were identified and expected bolus requests were confirmed. The customer acknowledged.